Event description:
It was reported the stimulation was in the wrong location. The patient was only feeling stimulation on one side of the body, but it was unclear which side the patient was feeling the stimulation. The amplitude was increased and different programs were tried, but the patient still did not have therapeutic relief. The patient had fallen ''multiple'' times in the past year, and the device had not been checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3888-28, lot #l31655, implanted: (B)(6) 1993; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1998; programmer model 37743, serial # (B)(4) , recharger model 37752, serial # (B)(4).